Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 440 mg/dl and it was addressed with a bolus via the pump. Reportedly, insulin was leaking out of the luer lock and that the customer stated that they did not twist the luer lock on correctly. The customer attached a new infusion set tubing and resumed insulin delivery.